Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. Another microtip wsa used to complete the procedure. There were no patient complications.